Event description:
The customer states that the ligasure instrument self-activates intermittently. No patient was involved.

Manufacturer narrative:
(B)(4). The incident unit has been received by covidien international service center and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) 2015. The unit was returned and nothing was found that would have caused or contributed to the reported event. The concomitant device, unknown ligasure, was not returned for evaluation.